Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
Correction: this device meets normal depletion and is no longer reportable.

Event description:
Additional information indicates the device meets normal depletion.